Event description:
Philips rec'd info from a field service engineer (fse) that the fse had found a chipped corner of the detector bucket at one of the four corner bolts supporting the photo multiplier tubes (pmt) and the electronics. The fse alleged that if one corner will not hold, the other corners will have to compensate, which might lead to another place deteriorating and eventually breaking, resulting in the cover falling out exteriorly. This was no pt involvement associated with this reported event. There was not report of harm to a bystander or trained professional. The customer has ceased usage of the system.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).